Manufacturer narrative:
Related medwatch report numbers: 1820334-2017-02440, 1820334-2017-02441, and 1820334-2017-02442. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hub separated from the catheter. There were no reported additional procedures or adverse effects as a result of this product problem.